Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was worn and fractured. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Product was returned and examination of the returned part determined that returned tasp signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces not returned. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. . A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.